Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date is not available. A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted: reseated p10 and p17 connectors on alarm board. Performed full calibration. Performed patient circuit calibration @ 40 cmh2o and performance test @ 21.2 cmh2o paw/ 60 cmh2o amplitude achieving stable readings.

Event description:
The customer reported the unit has drifting amplitude - unable to achieve stable amplitude readings. Requested field service. Patient involvement is unknown.